Event description:
It was reported that during a laparoscopic gastrectomy, the clip was not fed into the jaws properly for two to three times. After that, the clip was fed into the jaws properly. The device was used on the blood vessel. The same device was used as it is to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # v95354. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. Upon cycling, the instrument was noted to be locked out, but the orange indicator did not show up completely. The instrument is designed to lock out after all the clips have been fired. A potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not feed" (activation of the lock out mechanism). In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, the device was noted to be empty and no anomalies were found. No conclusion could be reached as to what may have caused the event reported. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengaged from the cam may be an inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.